Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the air in line detected" alarm occurred despite no air bubbles present in fluid line. After the in-line sensors was replaced, there were no more false air in line alarms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion, the device generated an ¿air in line detected¿ alarm despite no air bubbles being observed in the fluid line. Adverse effects, if any, are unknown.